Manufacturer narrative:
Only the flow sensor assembly was returned to the manufacturer for evaluation.

Event description:
A ventilator was returned to a third party service center for evaluation. The device was not in patient use. During the evaluation of the device at a third party service center, an issue with the device's flow sensor assembly was observed. The device's flow sensor assembly was replaced to address the issue. The flow sensor assembly was returned to the manufacturer's product investigation lab for analysis. The flow sensor assembly was observed to be in three separate pieces and physically damaged with excessive force applied to the component.